Event description:
During procedure the drill bit came out of the drill with some force into the operative field causing injury to the surrounding tissue. The drill had been used several times without changing the bit during the procedure.